Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) units compressor was slow to increase pressure. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9 (device available for eval, return to manufacture date), e1 (site country), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component code, investigation conclusion), h10. Additional information: e1(event site telephone: (B)(6). During planned maintenance getinge field service engineer (fse) confirmed scroll compressor failed to reach 425 psi during compressor out put test on cardiosave intra-aortic ballon pump (iabp). No patient involved. Fse replaced compressor (d119-00-0236 ) along with muffler <100 micron, (d103-00-0631). Verified unit calibrated and passes all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. Complete preventive maintenance. Unit calibrated and passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. The defective components were received by national repair center (nrc) for further investigation. The nrc verified the failure of the compressor failure of the pressure side unable to reach 425 mmhg. Factory specification is 425 mmhg max output. Retaining the compressor in the nrc per procedure 0002-07-d008 rev aj. The non-conformances with the returned components were identified. However, the root cause or the most probable root cause is impossible to be defined.